Event description:
It was reported that the patient had experienced dizziness. Atrial noise had been observed at a previous unlisted date and the device had been reprogrammed. The clinician believed the patients condition to be related to desynchrony caused by atrial oversensing.